Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using the proglide after a superficial femoral artery percutaneous transluminal angioplasty procedure. Reportedly, the plunger was pressed down and no unusual resistance was felt. The plunger and needles were removed from the device body and no suture was attached to the needles. The system was withdrawn from the patient and manual arterial compression was used to achieve hemostasis. After removal of the proglide a small part of the foot was noted to be missing. As the patient was fine and it was not possible to locate the missing part of the foot near the punction site or the subdermal tissue, the procedure was finished and no further attempts for recovery were performed. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of foot break and suture retrieval issue was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The probable cause for the event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.